Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. With the information available, no root cause can be determined. However, the patient¿s bicuspid and calcified anatomy are likely contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was noted that the patient's annulus anatomy was heavily calcified, apparent bicuspid type 1 with high gradients and severe aortic stenosis. A pre balloon dilatation was performed with a 22 x 40 non-medtronic dilation balloon (maxi). The valve was then implanted at 3 millimeter (mm) deep from the non-coronary cusp (ncc) sinus. The valve dislodge due to under expansion and was snared. A second balloon dilatation was performed with a 25 x 40 non-medtronic dilation balloon (maxi). A second valve was implanted at 5 mm deep from the ncc and was released uneventfully. The final results showed a gradient of 13 millimeter (mmhg), mild to moderate paravalvular leak (pvl) and no hemodynamic repercussions. No treatment for the paravalvular leak (pvl) was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012248110); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-29 (j217982); product type: 0195-heart valves; implant date (B)(6) 2024; explant date related report number: 2025587-2024-04145 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was not misloaded. During the first valve deployment, the valve was under expanded. A procedure delay occurred due to the under expansion and dislodge. Per the physician, the patient's bicuspid type 1 and calcification into the left ventricular outflow tract (lvot) contributed to the under-expansion and dislodgement. The paravalvular leak (pvl) was evaluated via echocardiogram and angiography and due to no hemodynamic repercussion, no treatment was performed.

Manufacturer narrative:
Image review: twelve media files were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. During the deployment attempt, the valve appeared to be significantly under-expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Despite significant under expansion, the valve was released and dislodged after release. Evidence shows that the paddles might have still been attached which could have contributed to the dislodgement. The dislodged valve was snared to the ascending aorta and a second pre balloon aortic valvuloplasty was performed. Subsequently, a second valve was implanted, and final angiogram reveals evidence of a possible aortic dissection in the ascending aorta. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.